Manufacturer narrative:
Initial.

Event description:
It was reported that during a full supply change using a teflon infusion set, the insulin cartridge and connector detached during the fill tubing process after the connector was not inserted into the ilet correctly; the user temporarily used an insulin pen to fill the cartridge, and a new set of supplies was used to restart the process with guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included communication with the user and caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available; the available information was insufficient to determine a specific device component involvement, although the event aligned with a use-related issue concerning infusion set deployment or connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was not established.